Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7077965.

Event description:
It was reported that patient underwent an explant procedure due to lead migration. The patient was doing well postoperatively and the explanted devices were not returned.